Manufacturer narrative:
Section d8 was updated. Local service visited the customer site and found an issue with the tubing. The tubing was replaced and preventive maintenance was performed. The investigation determined the sample pipetting flow path issues identified by local service was the cause of the event. The service actions resolved the issue.

Manufacturer narrative:
The cea reagent lot number was 74942501 with an expiration date of 31-jan-2025. The ca 15-3 ii reagent lot number was 72285401 with an expiration date of 30-sep-2024. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for elecsys cea (cea) and elecsys ca 15-3 ii (ca 15-3 ii) on a cobas e 411 analyzer (rack system). The initial cea result was 0.200 ng/ml. The initial ca 15-3 ii result was 1.00 u/ml. These results were reported outside of the laboratory where the clinician questioned them. A 2nd sample was obtained and the cea result was 22.53 ng/ml and the ca 15-3 ii result was 217 u/ml. The original sample was repeated and the cea result was 22.53 ng/ml and the ca 15-3 ii result was 215.6 u/ml. The results from the 2nd sample were reported outside of the laboratory as final results.